Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s921usqs4byf2 hardware: sm-s921u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought medical attention following the removal of pod after wearing it for longer than 48 hours. The patient reported the development of red, swollen and tender knot at the infusion site. Upon evaluation, the healthcare provider diagnosed the condition as an abscess. Treatment involved lancing, draining and packing the wound. The patient was not hospitalized, and all care was provided during a single outpatient visit. As treatment, the patient was prescribed antibiotics to help with the healing of the abscess.